Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation, there was no separation between plasma and serum. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: "during centrifugation no separation between plasma and serum".

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation, there was no separation between plasma and serum. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: "during centrifugation no separation between plasma and serum."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-dec-2022. Investigation summary: bd had received 100 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot from the bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode of poor barrier separation because the defect was not evident in the testing of the customer returned or control lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.